Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), sigphandle, sig power sigphandle handle (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during an appendectomy, when attempting to fire, the shell and adapter detached. It was noted that the connection between the shell and adapter was not loose. Afterwards even after attaching the adapter, the firing did not return so it was released using the manual adapter. Another handle and adapter were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned adapter revealed no abnormalities. During evaluation, the adapter was connected to the gen2 acc software, showing a responsive strain gauge and 18 of 50 procedures remaining. It was successfully interfaced with an rpa clamshell and a signia handle, calibrated correctly and allowed smooth loading and unloading of an rpa reload. The reload rotated and articulated freely in all directions and the adapter fired without issues. Post-firing, reconnection to the gen2 acc software showed no new errors. It was reported that the device component was disengaged and the knife blade was difficult to retract. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of uart communication errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an appendectomy, when attempting to fire, the shell and adapter detached. It was noted that the connection between the shell and adapter was not loose. Afterwards even after attaching the adapter, the firing did not return so it was released using the manual adapter. Another handle, shell, adapter and reload were used to resolve the issue. There was no patient injury.